Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that this health care setting usually only uses aquacel extra and the complainant has ensured that all aquacel ag has been discontinued/removed and replaced with aquacel extra. Quality investigation was performed on (B)(6) 2014 based on the following requirements: no returned product was received at convatec deeside manufacturing plant to allow for a full investigation into the customer complaint. As part of the manufacturing process, quality checks are regular preformed and documented. The batch record review indicated that all required in process checks and testing were correctly carried out. Therefore based upon the evidence provided manufacturing product met specification as per batch record review. In addition, the product lot number was recorded as cno (could not be obtain) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product icc as convatec's global complaint handling procedure. In conclusion, based on the review, there were no other cases registered for this complaint issue with this product icc number within the previous 12 months. Trends will be monitored by the complaints committee. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. No additional info is expected.

Event description:
Info received via complaint form is indicated as follows: pt had aquacel dressing applied into a cavity wound whilst in theatre following a cesarean section. Complainant was asked to assess the wound as the aquacel had become so saturated that it was disintegrating in the wound. It is reported that the tissue viability nurse spent 45 minutes irrigating and suctioning the wound bed to remove the dressing, and partially healed areas of the wound opened up during this process. It is reported that product was in use for two (2) days before the event occurred.